Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. Customer was found unconscious by her husband and paramedics were called. Upon their arrival, a "replace sensor" message was received on the freestyle libre 2 sensor after 6 days of wear and a blood glucose result of 44 mg/dl was obtained on the paramedic meter. Customer was treated with glucose for hypoglycemia but remained unconscious. A second dose of glucose was administered and customer regained consciousness. There was no report of death or permanent impairment associated with this event.